Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6). Initial and final (B)(4) device1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in belgium. This emdr is being submitted for unknown number of quantities it was reported that patient faced bent cannula event on (B)(6) 2026. No further information available.